Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 555 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive while trying to deliver a bolus. Customer also reported that they experienced high blood glucose level of 555 mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 481 mg/dl at the time of the call. It was also mentioned that customer was off the insulin pump 2 months prior to high blood glucose event. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.